Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers. Medsun report attached.

Event description:
User facility medwatch report# (B)(4) received that states: "describe the event or problem: 3 different proglides were used all three where not have sutures snap" uf/importer report# (B)(4) received that states: "describe the event or problem: 3 different proglides were used all three where not have sutures snap".

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event: estimated.